Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-02277-1, 0001825034-2023-02278-1, 0001825034-2023-02280-1, 0001825034-2023-02293-1. H6: component codes: mechanical (g04) - head. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient had an initial left shoulder arthroplasty approximately six (6) and a half years ago. Subsequently, the patient was revised approximately five (5) years ago for an unknown reason. The patient was revised from and anatomic shoulder to a reverse shoulder.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-02277, 0001825034-2023-02278, 0001825034-2023-02280, 0001825034-2023-02293. D10: medical products: item#: 113954, md hybrid glenoid base 4mm; lot#: 429730. Item#: pt-113950, pt hybrid glen post regenerex; lot#: 966000. Item#: 118001, versa-dial/comp ti std taper; lot#: 898660. Item#: 113633, comp primary stem 13mm mini; lot#: 394660. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.